Manufacturer narrative:
Concomitant medical products: other applicable components are: product ID: 306001, product type: screening device, product ID: 309201, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence, urgency frequency. It was reported that  the patient stated that they had increased their stimulation to a 0.4 but then felt a jolting feeling then decreased it to 0.2 and feels it comfortably. Additional information was received on 2021-jul-19, indicating that the patient's therapy would time out. Patient stated that their wires came out of the belt, but was able to fix that. No further complications were reported at this time.